Manufacturer narrative:
Results: the returned ace68 was fractured at approximately 6.0 cm and 96.0 cm from the hub. The device was ovalized at approximately 126.0 cm, 127.0 cm, and 130.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a fractured device at its mid-shaft. This damage is typically a result of forcefully retracting the device against resistance. The root cause of the resistance could not be determined. Further investigation revealed an additional fracture on the proximal shaft of the catheter and ovalizations at the distal shaft. Based on the reported complaint and return condition, these damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility on a mandatory and voluntary report form with the following reference number: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit. During the procedure, a penumbra system ace 68 reperfusion catheter (ace68) broke at the mid-shaft upon retraction. There was no report of an adverse effect to the patient. No other information was provided. The exact event date is unknown.